Event description:
No harm to pt, vent #17 alarmed with error code#1014. First rt manually ventilated pt while second rt obtained a replacement ventilator. Ventilator #17 powered down by itself. FDA safety report ID# (B)(4).